Event description:
Healthcare professional reported right side "capsular contracture grade IV. Bilateral cysts less of 0,8cm". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: cyst: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Continued h6 (health effect - impact code 4): f2203.

Event description:
Healthcare professional reported right side "capsular contracture grade IV. Bilateral cysts less of 0,8cm". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side "capsular contracture grade IV, bilateral cysts less of 0,8cm". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Cyst : unable to confirm as it is a medical event not related to the device. No further actions are required as no manufacturing issues are observed.